Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "patient is a (B)(6) year old female with a right press-fit triathlon done at a different facility, no implant records, notes or dates were available. Patients knee was revised to a ts for tibial baseplate loosening. All information the facility has on this patient is included on this report, no further information coming and no implant returns per hospital policy."